Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis. Final analysis found that the outer insulation was twisted at 4.8 cm to 6.0 cm from the connector pin. In the same region a full breach outer insulation degradation was noted at 5.3 cm.

Event description:
This report is to advise of an event observed during analysis.